Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) reported that this device was not working since several months ago. This ICD remains in service. No adverse patient effects were reported.